Event description:
It was reported that the patient with a history of a fall presented remotely via merlin.net. Review of transmission revealed that the left ventricular (rv) lead exhibited high, out of range pacing impedance and high capture threshold. Capture loss was also noted. Programming changes were made. The patient was in stable condition.